Manufacturer narrative:
This report is submitted april 9, 2020.

Manufacturer narrative:
This report is submitted on february 26, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to migration of the receiver stimulator. The patient was reimplanted with another cochlear device during the same surgery.